Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient went to ER due to high blood glucose and diabetic ketoacidosis because of bent cannula and treated with IV fluids of saline and insulin on (B)(6) 2026.